Event description:
Aliyah allen contacted technical services to discuss a merlin@home remote transmission with an episode of inappropriate ams detection resulting from intermittent oversensing of ra lead noise. Tse discussed that yes, it looked like that episode was a result of oversensing of ra lead noise. The clinician noted that several episodes appeared to be true ams resulting from an atrial arrhythmia. They plan to continue to follow the patient.